Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 8:30 am, the result from the meter was 5.1 inr. The customer had laboratory draw at 11 am and the result was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin, no lupus, no antiphospholipid antibodies, no dose changes, no diet changes, no new illnesses, and no bleeding/bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and strips were returned for investigation and tested with quality control material along with retention masterlot test strips. Testing results: with returned meter and returned strips: qc 1: 2.6 inr, qc 2: 2.4 inr. With returned meter and master lot strips: qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s result memory. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.